Event description:
Patient admitted to hospital with streptococcal meningitis. Subsequently developed empyema and had a lung decortication. In ICU, was on ventilator, and receiving antibiotic therapy. Their pertinent medical history included sepsis, chronic liver failure, renal failure, cirrhosis, etoh abuse, profound coagulopathy, and pressure ulcers. During hospitalization, developed 2 other life-threatening infections - septic cholecystitis and sepsis from enterococcus. Patient developed diarrhea. Nurse specialist was consulted in 2005 for management of liquid stool and pressure ulcers. Nurse recommended use of flexi-seal fms to manage the liquid stool - device was inserted the following day. The device was functioning as indicated for 21 days, until staff nurse noticed rectal bleeding. The following month, a colonoscopy was performed and a rectal ulcer and small internal hemorrhoids were identified; no active bleeding was detected during the colonoscopy. Patient continued the actively bleed. Two days later patient was taken to interventional radiology for an embolization to stop the bleeding. Bleeding stopped post procedure. Patient expired. At time of this report cause of death is unknown.